Event description:
Sorin group (B)(4) received a report that the flow indicator of the stockert centrifugal pump was not functioning properly during set-up. Changing out the flow probe did not resolve the issue and so the pump was not used for the procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow indicator of the stockert centrifugal pump was not functioning properly during set-up. Changing out the flow probe did not resolve the issue and so the pump was not used for the procedure. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.